Manufacturer narrative:
Failure analysis was performed on the touch controller printed circuit board assembly (pcba). Visual inspection: no anomalies observed. Benchtop analysis: install the provided touch controller pcba on a known good unit. Stylus doesn¿t align with cursor in the screen. Perform calibration twice and restarted encore programmer twice ¿ touch screen still cannot be calibrated properly, and stylus doesn¿t align with the cursor. Installed a known good touch controller pcba and stylus calibrated properly. Confirmed customer complaint touch screen cannot be calibrated properly due to failing touch controller pcba. Conclusion: complaint confirmed. The touch controller pcba is out-of-specification electrical. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stylus and cursor were misaligned on the screen. Calibration did not resolve the issue. The touch controller board was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer and radio frequency (rf) programmer head were returned without accompanying information, and subsequently tested out of specification. There was no patient involvement.